Event description:
Incredible burn immediately after contact was put into eye. Using saline solution was able to get the contact out, but didn't help with the pain or the reddening swelling of the eye. At ER, eye was flushed and they checked to make sure cornea hadn't been scratched which it hadn't. However, the cornea had an abrasion -chemical exposure-. They confirmed that it wasn't an allergic reaction, it was a chemical reaction. Then doctor gave 2 drops and bacitracin ointment. Monday morning and eye looked like a golf ball, it was difficult to open eye, it was so swollen. Applied bacitracin and an eye patch until tuesday morning. Saw ophthalmologist. Tuesday morning and he put a bunch of drops and checked pressure. He said the cornea abrasion appeared to be healing and he said that I could take patch as tolerated, and gave new eye drop zylet and at bedtime put bacitracin and eye patch. Will see him monday. No exp date was on the box, however it was on the bottle and the exp date on the bottle was 10/2009. Vision is a little blurry, but no peripheral vision due to swelling. Dates of use: (B)(6)2010 - (B)(6)2010.